Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an unrelated procedure, the physician found the atrial lead exhibited a nick in the lead's outer insulation. The physician denied making any cuts or other procedural damage to the lead. The lead was explanted and replaced. The patient condition remained stable.